Event description:
While the device was undergoing repairs at the philips bench repair, it was observed that the therapy knob was worn. There was no reported patient involvement/adverse patient impact.